Event description:
It was reported the device alarmed "syringe calibration required", and then shut off. There was patient involvement but no harm.

Manufacturer narrative:
Correction: PMA / 510(k)#. Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had pump shut down was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the device alarmed "syringe calibration required", and then shut off. There was patient involvement but no harm.